Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: medical records received (B)(6) 2013. Revision operative report states there was whitish gray tinged fluid, graying of the surrounding pericapsular soft tissues, soft tissue necrosis, black metallic trunnionosis at the trunnion head junction, contamination with metal debris, and the cups was grossly loose. Adapter sleeve and stem added to complaint.

Event description:
Litigation alleges patient had physical injury, pain, bodily impairment and high levels of toxic metal in blood stream after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Clinical report states that patient complained of pain and catching of her hip. Update: (B)(6) 2013 - litigation received (B)(6) 2013 and attached. Complaint changed to legal. Litigation alleges patient had physical injury, pain, bodily impairment and high levels of toxic metal in blood stream after asr hip implant. There is no new information that would change the outcome of the investigation except products cup and head now reported. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.